Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m72, lead, implanted: (B)(6) 2013; 419488, lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.

Event description:
It was reported that the patient experienced (B)(6) bacteremia and a system infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.